Manufacturer narrative:
Csz medical technical received a 2nd call stating the device went into power fail during a procedure. No patient harm or injury occurred. The procedure continued successfully. The device was returned for csz for evaluation and no problems were found. Csz could not duplicate the alleged power fail issue. Csz did find a black molex connector was not fully seated on the power board but this did not affect the device. The molex was reseated. The device functions as designed.

Event description:
Csz received an initial call on 9/22/2017 stating the device went into power fail during a procedure. The initial mdr1516825-2017-00021 was filed on 10/19/2017 for (B)(4). Csz received a 2nd call for a power fail alarm during a different procedure. It is unknown why the user facility used the device for another case. No patient harm or injury occurred. The procedure finished successfully. This report was filed in our complaint handling system as (B)(4).